Manufacturer narrative:
This report is based on information provided by the global complaint handling system. The product sample was not returned to the medtronic laboratory; however, a accuview graph was provided by the customer for analysis. The customer reported they had a study with missing tracings. The reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with missing tracings. A copy of the study was provided for review and technical support confirmed the missing tracings. There was no patient and user harm. The recorder worked correctly during the previous procedure. The patient had the procedure repeated on a different day with additional anesthesia.